Manufacturer narrative:
Block b5 and block h6 has been updated. Block h6: imdrf device code a24 captures that the event was incorrectly reported.

Event description:
It was reported to boston scientific corporation that a advanix-naviflex biliary stent was to be implanted to treat a biliary stricture in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, could not found the x-ray marker. Another advanix-naviflex biliary sten was used to complete the procedure. There were no patient complications reported as a result of this event. Additional information received on february 20, 2026. It was reported that the guide catheter's radiopaque marker cannot be confirmed.

Event description:
It was reported to boston scientific corporation that a advanix-naviflex biliary stent was to be implanted to treat a biliary stricture in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, could not found the x-ray marker. Another advanix-naviflex biliary sten was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a020602 captures the reportable event of ro marker band missing.